Manufacturer narrative:
Investigation conclusion: the customer complaint of an etco2 error code was confirmed and replicated during the investigation, although the customer reported a different error code (570.0600) which does not exist. The returned etco2 module was attached to a cad test pcu device and immediately upon powering on the pcu device the system alarmed with channel error 570.6200. Troubleshooting using a known functional oridion module confirmed that the issue followed the oridion module. On 04aug2020 bd issued a medical device recall for the alaris¿ etco2 module model 8300 to address channel error code 570.6200 or 570.6500. The recall addresses affected product manufactured from january 5, 2018 to january 4, 2019. Supplier corrective action request #: (B)(4) was opened for this issue. The device was used for treatment. Device inspection internal and external inspection was performed. The rear case was found to be clean with no signs of previous fluid ingress observed. No sign of fluid residue was observed on the printed circuit boards. Root cause analysis: the root cause of error code 570.6200 is attributed to medtronic sub-tier supplier issue. Medtronic¿s oridion board sub-tier supplier (usr) was using ethanol as a lubricant to install the plastic o-ring and the chemical reaction caused the o-ring to degrade over time. The degradation of the o-ring causes blockage of the filter line causing the unit to fail and present channel error code 570.6200 or 570.6500. Device history review: review of the etco2 module service history showed the device had a manufacture date of 30oct2018. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device.

Event description:
It was reported that the device had an error code 570.0600 after it was attached to the pc unit . Although, it was attached to the patient, there was no consequences or impact to the patient. The customer stated no further information is available.